Event description:
It was reported from ous that during an orthopedic surgery the instrument broke during impaction. There was no delay in surgery, no pieces were left in the patient. The patient was stable leaving the or. No patient demographic information will be provided. New information received 25 mar 2021; the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn't receive any request for complementary information regarding this issue as well. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received. Eng eval completed on 11/29/2018 by (B)(4). The screw hole shows the retained end of the hex screw and the pin that is intended to hold the screws -in place. The broken hex screw appears to have failed at the pin-screw intersection. The location of the pin likely impacted the mechanical integrity of the screw. The detached head of the hex screw was not returned for evaluation. The deformation on the head of the hex screw appears consistent with attempting to remove the screw from the impactor body. The screws are not intended to be removed from the impactor body. The missing impactor face appears likely to have fractured during impaction, however, was not returned for evaluation. The sales representative reported the instrument broken during impaction and no pieces were left in the patient. The broken weld appears consistent with unauthorized di assembly of the device during cleaning. The compression spring remained intact and was unaffected by the breakage. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the lpi locking femoral impactor has been in the field since 2005. Exactech is aware of (B)(4) other similar complaint reports involving the lpi locking femoral impactor since 2008. Because the lpi locking femoral impactor is used in all total knee replacement surgeries, (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. The design of the device has since been updated and the location of the pin has been moved to prevent the screw breakage shown above. Refer to (B)(4), and CAPA(B)(4) for further information. Mfg-related issues: this issue has been addressed in CAPA(B)(4) and the design has been updated. This does not appear to be manufacturing-related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the risk management report. The fractured hex screw reported was likely the result of the location of the pin-screw intersection, which impacted the mechanical integrity of the screw, allowing for the screw breakage. The design of the device has since been updated. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. It did not lead to patient adverse event. The missing impactor face appears likely to have fractured during impaction. An investigation was conducted; the fractured hex screw reported was likely the result of the location of the pin-screw intersection, which impacted the mechanical integrity of the screw, allowing for the screw breakage. The design of the device has since been updated. Information was not provided for: pt. Info.